Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had low battery and blank display. Customer stated they inserted batteries and was unable to turn insulin pump back on. The customer's blood glucose was 275mg/dl. Customer stated the physical damage is located on the right corner screen. Explained the possible causes of blank display. Advised the insulin pump will need to be replaced and discontinue use of the insulin pump. Customer also mentioned they got a failed battery test and low battery. Explained alarms and possible causes. Asked if customer received a failed batter test with new batteries and customer responded the pump is not turning on. Sending replacement pump due to damage and blank display.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.